Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The patient was asymptomatic. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the device was explanted and replaced on (B)(6) 2015.